Event description:
It was reported that externalized conductors were observed on the right ventricular (rv) riata lead. The right ventricular (rv) was capped (B)(6) 2021 and replaced. The patient was stable throughout and suffered no adverse consequences.

Manufacturer narrative:
Correction: recall number for advisory on riata leads for externalized conductors added to record.